Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 398 mg/dl and down to 40 mg/dl. She took 7 or 8 units with no carbohydrates but her blood glucose level was still high. Customer treated her high blood glucose level with syringes. She treated her low blood glucose level with fruit. The customer saw a crack on top of the reservoir. The device was not returned.